Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vertical gastrectomy, while the surgeon was stapling the second reload and performed at a slight angle, when closing the reload, the powered stapler indicated a thickness level 2. The surgeon slowed the powered stapler down to the maximum, and when initiating the firing, the device showed excessive force. We waited a couple of seconds and tried again, but it remained the same. Finally, the reload was removed, a new one from the same batch was inserted, and powered handle again indicated level 2 but the reload fired without problems. No patient complications have been reported as a result of this event.